Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when the physician fired the instrument, the staples deployed themselves but did not completely bend into "b shaped" staples. However, the blade did cut well the tissue leading to an incomplete staple line. The line was fixed by converting to an open procedure; the physician had to use another handle to redo the anastomosis at a lower level to reestablish the gastrointestinal tract. There was tissue damage, unanticipated tissue loss and bleeding. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. No knife impression was observed along the cutline impression in the cutting ring/mylar cover and there were nicks on the knife blade. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported conditions may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure,when the physician fired the instrument, the staples deployed themselves but did not completely bend into "b shaped" staples. However, the blade did cut well the tissue leading to an incomplete staple line. The line was fixed by converting to an open procedure; the physician had to use another handle to redo the anastomosis at a lower level to reestablish the gi tract and there was a fistula. The surgical time was extended 30 minutes or more, there was tissue damage reported, unanticipated tissue loss and hospital stay was extended.